Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 2); additional emdrs will be submitted to represent the bard/davol perfix plug (device 1), and the bard/davol perfix plug (device 3). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014- patient underwent surgery for implant of an unspecified bard/ davol perfix plug (device 1). On (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). On (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/ davol perfix plug (device 3). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1, 2 and 3). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014- patient underwent surgery for implant of an unspecified bard/ davol perfix plug (device 1). On (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). On (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/ davol perfix plug (device 3). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1, 2 and 3). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with incarcerated right femoral hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the hernia sac was dissected out, a perfix plug (device #1) was placed in the defect and sutured.¿ on (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, ¿a large direct hernia sac was reduced, a perfix plug (device #2) was placed in the defect and sutured.¿ (note: there were no visualization/mention of perfix plug (device #1) during surgery). On (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device #3). Per operative notes, ¿the scarring of the inguinal floor was dissected out and the direct hernia sac was reduced. A perfix plug (device #3) was placed in the defect and sutured.¿ (note: there were no visualization/mention of perfix plug (device #1 & #2) during surgery). On (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia, meshodynia, thereby underwent open repair with explant of perfix plug (device #1, #2 & #3). Per operative notes, ¿encountered multiple plugs and sheets of marlex (device #1, #2 & #3) extruding. The multiple plugs of marlex were freed up. An indirect hernia sac was reduced, 90% of foreign body mesh removed, the reconstruction was accomplished by utilizing that mesh on the floor and was sutured.¿ on (B)(6) 2018 - patient was diagnosed with indirect left inguinal hernia thereby underwent repair. (Note: complete op-notes were not provided for this procedure). Attorney alleges that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries. It is also alleged that the patient had meshodynia, almost extruding through skin.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of perfix plug, patient was diagnosed with hernia recurrence, scar tissue and pain thereby underwent repair with removal of mesh. Per op notes, "encountered multiple plugs and sheets of marlex extruding." The instructions-for-use supplied with the device lists hernia recurrence, pain and extrusion as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents the perfix plug (device #2) additional supplemental emdr's were submitted to represent the perfix plug (device #1), and the perfix plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.